Manufacturer narrative:
(B)(4). The philips repair bench isolated the issue to the therapy pca. The therapy pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer. This is malfunction of the therapy pca where the unit could not charge the energy.

Event description:
During the bench eval for the unit not turning in which is addressed in pr# (B)(4). (Documented in medwatch report 1218950-2013-03147), the technician found the device would not charge the selected energy.